Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) and driveline/driveline repairs, serial numbers (B)(6), (B)(6), and (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a review of the log files revealed a driveline fault alarm activating due to phase 3 being lower than phase 1 and 2.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed driveline fault alarms. Based on past experience with the heartmate ii left ventricular assist system (hmii lvas) and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between these findings and hmii lvas, serial number (B)(4) could not be conclusively established through this evaluation. The account submitted a log file for review. 240 yellow wrench advisories associated with 240 driveline faults were captured throughout the log file which were silenced. These driveline faults appeared to result from an issue with phase 3. The other phases did not appear to contribute to the fault. Each of the events occurred while the system was operating on the power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). Multiple attempts for additional information were sent to the customer and no further detail was provided. The relevant sections of the device history records for (B)(4) and driveline/driveline repairs, serial numbers (B)(4), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2015. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low-speed events and driveline faults. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.